Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient experienced fatigue and shortness of breath due to the failed valve. The patient was discharged the day after the valve-in-valve procedure. The final hemodynamic outcomes included an invasive pressure peak gradient of 5 mmhg, invasive mean gradient of 0 mmhg, a doppler peak gradient of 15 mmhg, and a doppler mean gradient of 9 mmhg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six years, eight months following the implant of this transcatheter aortic bioprosthetic valve (tav), valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic stenosis with severe hemodynamic valve deterioration. This was characterized by an increase in mean gradient of at least 20 mmhg from baseline and a mean gradient of at least 30 mmhg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure, tav-in-tav, was appropriate. Approximately one month later, a second medtronic valve was implanted tav-in-tav.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the baseline transthoracic echocardiogram (tte) which was obtained prior to the valve -in-valve revision noted a mean aortic gradient (mgv2) of 40.43 millimeters of mercury (mm hg), an aortic valve area (ava) of 0.96 centimeters squared (cm2), a max aortic valve velocity (v2) of 4.04 meters per second (m/sec), moderate total aortic prosthetic regur gitation specific to moderate transvalvular regurgitation, mild tricuspid regurgitation (tr) and mild mitral regurgitation (mr). Aortic valve leaflet calcification was also present.